Event description:
It was reported to gore that the patient underwent endovascular treatment for a pseudoaneurysm in the iliac artery with a gore® viabahn® vbx balloon expandable endoprosthesis. It was stated that the device was used without an introducer sheath. Access was made over the groin. During advancement of the device some bleeding from the insertion site occurred and therefore it was decided to withdraw the device from the patient. It was reported that during withdrawal the endoprosthesis detached from the delivery catheter and got stuck at the insertion site. The physician was able to remove the endoprosthesis by hand. An introducer sheath was placed and a new gore® viabahn® vbx balloon expandable endoprosthesis was implanted successfully with favorable results. It was stated that there was no report of patient harm.

Manufacturer narrative:
As the device was discarded at the facility, no further investigation on the device can be performed. Evaluation codes investigation findings 213 belongs to the phr: a review of the manufacturing records indicated the lot met all pre-release manufacturing specifications. According to the gore® viabahn® vbx balloon expandable endoprosthesis instruction for use (IFU), materials required for implantation lists an introducer sheath of appropriate size. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.